Event description:
During inspection of the ventilator it was discovered that ventilator failed pressure transducer test during pre-use check. Moreover, pressure transducer printed circuit board (pcb) was corroded. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The device was repaired by replacing part affected with corrosion. The device passed all performance tests and has been released for clinical use. Corrosion on pcbs can cause short circuit which might affect the ventilator¿s characteristics and performance. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Most probable cause to the corrosion is ingress of liquid. Circumstances about the source of the liquid are unknown. The pressure transducer test reported by fse has been confirmed in device's logs. Our servo ventilators fulfill the standards of ip21. The conclusion is that the device did not fail to meet its specification. It was concluded that the issue most likely was related to environmental issue. The UDI information is not available since the device was manufactured before 2015.